Event description:
Event description guidant received information that this device has false stored episodes of atrial tachycardia response (atr) modes switches that are actually due to noise. There were also stored electrograms of false ventricular tachycardia due to noise. There was noise on both leads. The noise may have caused pauses in pacing. The device and leads were tested by the caller and no issues were found.